Manufacturer narrative:
Device passed selftest and active current measurement. No failed battery test alerts noted during testing however, device received with high sleep current and unexpected battery power loss due to corroded battery tube and corroded electronic assemblies. Device received pump error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the pump and received pump error 37 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm but not able to complete rewind the insulin pump. Customer reported that they received a battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.